Manufacturer narrative:
An event of premature separation was reported. A cine review was completed and concluded 2 still fluoro images and 1 fluoro video were provided. The cable is confirmed to have detached from the cable while within the delivery sheath prior to deployment. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported premature separation could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. The device was prepared according to the instructions for use (IFU) and the physician ensured that the device was attached to the delivery cable by rotating the delivery cable vise clockwise until resistance was felt. The device was advanced and deployed but the cable detached itself right after disc deployment. The stability test couldn't be performed. Based on transesophageal echocardiogram (tee) and fluoroscopy images, the lobe was compressed, separated from the disc, 50% behind the cx, the disc had an elliptical shape and the orientation was acceptable. The physician decided to leave the device in place. They reviewed fluoroscopic images after the case and they think that the device was probably already detached from the cable before deployment. At the end of the procedure, the physician and team reviewed the device preparation steps and manipulations in details. They haven't been able to find or identify the reason for the cable detachment. The patient remained hemodynamically stable throughout the procedure. There was no adverse consequences reported for the moment. The patient was reported recovering.